Event description:
The clinical specialist (cs) reported that when the programmer was turned on, the screen froze or took too long to boot up. It was also reported that the radio frequency (rf) head was unable to establish telemetry with the implanted heart device. Both the programmer and the rf head was replaced and returned for service. There was no indication of patient involvement.

Event description:
The clinical specialist (cs) reported that when the programmer was turned on, the screen froze or took too long to boot up. It was also reported that the radio frequency (rf) head was unable to establish telemetry with the implanted heart device. Both the programmer and the rf head was replaced and returned for service. There was no indication of patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis found that the programmer goes through hibernation every time it was booted. It was also noted that the electrocardiogram (ECG) connector was loose, and the system fan was noisy.

Manufacturer narrative:
Concomitant devices: (B)(4) analyzer (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).